Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "incident occurred in the resuscitation department. There was a pleural liquid leak at the level of the red connector. There was no consequence for the patient". No medical intervention required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "incident occurred in the resuscitation department. There was a pleural liquid leak at the level of the red connector. There was no consequence for the patient". No medical intervention required.